Event description:
Tracheostomy tube was placed in the operating room, patient returned to ICU, patient was not effectively ventilating and after assessment by ICU and medical staff, patient returned to the operating room for a replacement of tracheostomy tube. Original tracheostomy tube balloon was found with an "aneurysmal" part of the balloon that stretched over the end of the tube causing a blockage. Replaced with new tracheostomy tube of the same size and style. FDA safety report ID# (B)(4).